Event description:
It was reported that the patients wound had not healed properly. The location of the wound was on the lateral aspect of the scalp, near where the deep brain stimulation (dbs) lead extension headers meet the dbs leads. The patient reports picking at the wound since the implant procedure, and the physician believes this caused an infection. The patient underwent a wound debridement procedure, was administered bactrim antibiotics and is doing well. A culture was taken which confirmed klebsiella aerogenes. The devices remain implanted and there is no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6) , lot: 7100632 . Product family: dbs-extension, upn: m365nm3138-550, model: nm-3138-55, serial: (B)(6) , lot: 7110607 and 7110660 . Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6) , lot: 560119.

Event description:
It was reported that the patients wound had not healed properly. The location of the wound was on the lateral aspect of the scalp, near where the deep brain stimulation (dbs) lead extension headers meet the dbs leads. The patient reports picking at the wound since the implant procedure, and the physician believes this caused an infection. The patient underwent a wound debridement procedure, was administered bactrim antibiotics and is doing well. A culture was taken which confirmed klebsiella aerogenes. The devices remain implanted and there is no further course of action. Additional information was received that the patients lead extension eroded through the skin. The patient underwent a procedure in which the entire system was explanted. The devices will not be returned per hospital policy. The patient is doing fine postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Lot: 7100632. Product family: dbs-extension. Upn: m365nm3138-550. Model: nm-3138-55. Serial: (B)(6) and (B)(6). Lot: 7110607 and 7110660. Product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Lot: 560119.